Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the system had an error u-02 on the integrated electro surgical unit (iesu). A technical support engineer (tse) offered to perform a workaround, but the customer notified they would proceed with the case. The customer informed the other vision side cart's (vsc) were in use. The customer would check to see if they had a force triad as a backup. The tse reviewed the system logs and confirmed the reported errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.